Event description:
During the docking of the da vinci surgical system, the site experienced a 23008 system error code. With the support of an isi regional support specialist the site troubleshot the system and cleared the fault. They continued with the planned surgical procedure and the error re-appeared resulting in the surgeon converting the procedure to open surgical techniques for completion. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error experienced by the customer was associated with the left master tool manipulator (mtml). The system was repaired by replacing the affected mtml. The system alarm (the 23008 system error code) functioned as designed and there was no injury to the patient. The 23008 system error code appears when the da vinci s safety systems determined that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining, this condition, the safety systems put da vinci s in a "recoverable safe state". This check may result from a failed encoder, the failed potentiometer, a broken link or momentary impact on the arm by a customer (e.g., bumping the arm). The mtml was returned to isi for failure analysis investigation. Engineering discovered a defective potentiometer assembly within the mtml, thus generating the system error experienced by the customer. As of september 13, 2007, there have been no reported recurrences of the issue at this hospital.